Manufacturer narrative:
(B)(4). Device evaluation: the mk battery (non-teleflex battery) was returned for evaluation. Visual inspection of the mk battery was performed and no abnormalities were noted. The condor power supply was returned for evaluation. Visual inspection of the power supply was performed and found no obvious damage or defects. The battery was then installed into a known good intra-aortic balloon (autocat2w) and a battery load test was performed. The iabp was run on battery until the iabp shut down. The battery was left to charge in the pump for over eight hours. The pump shut off after 32 minutes ran. Warning alarm: available battery power less than 20 minutes alarm after 25 minutes ran. Available battery power, less than 10 minutes alarm after 32 minutes ran and shut off shortly after 32 minutes ran. The battery failed a battery load test. Per operator's manual "the battery should be maintained at full charge whenever possible. Arrow international recommends that the autocat2 series iabp be kept plugged into a proper ac receptacle whenever possible including time when the unit is in storage or not in use. The power indicator will illuminate when ac power is present. The batteries should not be stored in a discharged state." See other remarks section for continuation. Other remarks: the condor power supply was installed into a known good autocat2w and functional testing was performed. The pump was startup as normal. A power supply voltage check was performed per autocat2 series service manual and all voltages were within specification. The pump was run on battery (battery load test) until the iabp shut down (>90minutes within spec). A battery load test was performed after letting the pump charge for over 8 hours and the unit ran for over 90 minutes. The power supply passed all functional testing. Visual inspection of condor power supply internal hardware was performed and no abnormality was found. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of "pump shut off during transport" is confirmed. The returned mk battery (non-teleflex battery) failed the functional test. The pump shut off after 32 minutes while running on battery power; however, the condor power supply passed functional testing. Battery life is dependent on usage and maintenance of the battery. The cause of the battery failure is undetermined.

Event description:
It was reported per field service report: symptom - preventative maintenance (pm) requested by sales: the pump was in use when the field service representative arrived to do the pm. The pump shut down during transport to the operating room. The pump was switched out quickly. No patient issues or complications reported. Findings: performed pm. Replaced power supply. Replaced battery with customer supplied battery. Also raise/lower handle was broken. Parts for handle sent to biomed for replacement. Software level: 2.24.

Manufacturer narrative:
(B)(4).

Event description:
It was reported per field service report: symptom - preventative maintenance (pm) requested by sales: the pump was in use when the field service representative arrived to do the pm. The pump shut down during transport to the operating room. The pump was switched out quickly. No patient issues or complications reported. Findings: performed pm. Replaced power supply. Replaced battery with customer supplied battery. Also raise/lower handle was broken. Parts for handle sent to biomed for replacement. Software level: 2.24.